Event description:
Caller states that she tested in the morning and received a result of 151mg/dl. She states that she did not take any medication based on the result. She states that she exercised more than normal and also forgot to eat. She reports feeling symptoms of low blood glucose and ate a piece of candy. She states that she passed out an unk amount of time later. No treatment was reportedly given, the caller states she got a black eye. She states she ate once, she woke up and took a nap. No glucose control solutions were used. Requested return of suspect device and replacement was sent.